Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to >250 mg/dl while wearing the pod between 1 and 4 hours. When removed from the infusion site (arm), the pod's cannula was found bent. It was also reported that the site was bleeding.

Manufacturer narrative:
Updated h6: medical device problem code with a150206 and a050401. Updated h6: component code with g04105. Changed b5 from "it was reported the patient's blood glucose level rose to >250 mg/dl while wearing the pod between 1 and 4 hours. When removed from the infusion site (arm), the pod's cannula was found bent. It was also reported that the site was bleeding." To "it was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 1 and 4 hours. When removed from the infusion site (arm), the pod's cannula was found bent. It was also reported that the patient believes the cannula did not fully insert into the site. The site was bleeding and the pod was leaking insulin. As treatment, the patient successfully activated a new pod."

Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 1 and 4 hours. When removed from the infusion site (arm), the pod's cannula was found bent. It was also reported that the patient believes the cannula did not fully insert into the site. The site was bleeding and the pod was leaking insulin. As treatment, the patient successfully activated a new pod.